Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v327760, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported there was increased impedance over 4000 ohms for electrode pairs c and 3, 0 and 3, 1 and 3, and 2 and 3. The patient was not experiencing any signs or symptoms. The patient was reprogrammed; program 3 was avoided and the pulse width was increased. The event was considered ongoing. If additional information is received on intervention or outcome a follow-up report will be sent.